Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A manufacturing representative (rep) states that a patient reported difficulty charging and pain at the battery site. They have been having difficulty charging and getting a connection because of where the battery is placed (too close to spine). The patient also stated that their stim randomly feels stronger when the are just sitting. The patient was instructed to keep a number on the actual stim output number and keep a log. The patient stated that they wanted to request moving the battery site in the future. A meeting time had not yet been established.

Event description:
Additional information was received. The patient had not yet made appointment with their physician, and wanted the manufacturer's re presentative to meet with them at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.